Event description:
The customer reported that the device displayed a recurring red x. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a recurring red x. There was no reported pt involvement. Philips evaluated the device. The device passed all testing, however, the error log showed a pads/paddles ECG failure. The power pca was replaced due to this error message.